Event description:
It was reported that this pacemaker was exhibiting noisy signals on both the right atrial (ra) lead and right ventricular (rv) lead. Additionally, the signal artifact monitor (sam) disable minute ventilation (mv) for atrial fibrillation (af). The noise overshadowed the rwaves, making the device oversensed. The patient experienced a 2 second asystole. The device was reprogrammed to unipolar pace/bipolar sense. The device remains in service. No adverse patient effects were reported. This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. He complaint device was not returned to bsc as it remains in service, so product analysis could not be performed.

Event description:
It was reported that this pacemaker was exhibiting noisy signals on both the right atrial (ra) lead and right ventricular (rv) lead. Additionally, the signal artifact monitor (sam) disable minute ventilation (mv) for atrial fibrillation (af). The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrective action: h6. Device codes.

Event description:
It was reported that this pacemaker was exhibiting noisy signals on both the right atrial (ra) lead and right ventricular (rv) lead. Additionally, the signal artifact monitor (sam) disable minute ventilation (mv) for atrial fibrillation (af). The device remains in service. No adverse patient effects were reported.